Event description:
Sanal, b., nas, o. F., hacikurt, k., hakyemez, b., <(>&<)> erdogan, c. (2016). Retrievable stent-assisted coiling technique using a solitaire stent: treatment of pancreaticoduodenal artery aneurysm associated with celiac artery occlusion. Vascular and endovascular surgery, 50(2), 84¿87. Https://doi.org/10.1177/1538574416631644 medtronic review of the literature article found that a 50 year-old male patient who was evaluated because of non-specific abdominal pain. Computed tomography (CT) acquired on arterial phase revealed an occluded cet and reconstruction of hepatic and splenic arteries from the sma through a wide and tortuous pda. Furthermore, there was a complex, 2 x 3 cm aneurysm on the proximal part of the pda with an inferiorly directed dome. When CT and angiography were reviewed together, it was determined the aneurysm was a wide-neck aneurysm. That patient underwent a coil embolization procedure assisted with the solitaire retrievable stent. A rebar microcatheter was also used in the procedure. There were no reported device malfunctions or intra-operative issues except for mild-moderate abdominal pain during coil embolization. The procedure was considered to be successful and the patient was discharge the next day in good condition. The patient returned to the hospital with abdominal pain 2 days after the procedure, and abdominal CT revealed inflammatory findings on mesenteric fat just below the aneurysm. This appearance was accepted as ¿¿mesenteric panniculitis.¿¿ complaints of the patient and inflammatory findings completely regressed after anti-inflammatory treatment.

Manufacturer narrative:
A separate report will be submitted for the rebar microcatheter that was used in the procedure reported in the article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.